Manufacturer narrative:
Investigation in progress. Not returned to manufacturer.

Event description:
Revision due to arthrofibrosis. It was reported that the patient underwent initial knee arthroplasty on (B)(6) 2010. Subsequently, the patient developed arthrofibrosis and was revised on (B)(6) 2016. This patient is a study subject in the knee registry (B)(4).

Event description:
Revision due to arthrofibrosis.it was reported that the patient underwent initial knee arthroplasty on (B)(6), 2010. Subsequently, the patient developed arthrofibrosis and was revised on (B)(6), 2016. This patient is a study subject in the knee registry study 90-116.

Manufacturer narrative:
No device or photos were received for evaluation; therefore the condition of the device is unknown. The lot number of the product is unknown; therefore the device history records, complaint history could not be reviewed. It could not be confirmed if the device was used in an approved and compatible combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. X-rays were not provided. Attempts were made to obtain additional information through (B)(4) diligence log. No further details were made available. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.